Manufacturer narrative:
G4: 28apr2020 b4: 25aug2020 this event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the replacement of the backup battery resolved this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 05may2020.

Event description:
The customer reported a ventilator with a battery failed alarm. There was no patient involvement.